Event description:
A malfunction alarm was reported without any notable events prior. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. Customer was instructed to call back if the malfunction code reappears.